Event description:
It was reported that telemetry could not be established and alert tones could not be elicited following a patient's fall. The device had migrated inferiorly, though no direct relationship between the device and the fall was concluded. Telemetry was re-established, and no indication of device malfunction was observed. Device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.